Event description:
It was reported to boston scientific that during the procedure, as the physician removed the guide wire the nurse noticed that the stent accordioned over the wire guide and they had to use another stent. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual evaluation identified the most probable root cause is that the tip of the guidewire became caught on another object and was tore off causing the coil wire to unravel and the inner core wire to be broken. A review of the device history record was performed and revealed no anomalies.